Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of power cable disconnect alarms was confirmed with the data retrieved from the returned system controller (serial # (B)(6)). The log file captured power cable disconnect alarms that did not appear to be related to power exchanges. The voltage values indicated there was a loss of the battery fuel gauge voltage signal within the black power cable. The data did not indicate the 14v battery was disconnected. The returned system controller was tested with laboratory equipment and an unexpected alarm could not be reproduced. Visual inspection reveals the power cables appear intact with no damage to the outer jacket. The device operated on a mock circulatory loop without any notable event captured in the history event screen. Electrical measurements of the underlying wires within the power cables did not reveal any shorted or severed condition that could potentially be related. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 12may2020. Heartmate 3 patient handbook document cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ informs the user: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. Also, under this section, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use document, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient caught one of the power leads (black) in a door. After doing so the patient started to have power disconnects. The patient had then changed out the system controller to the backup and a new controller was also given. Sending in controller that was caught in door for evaluation. The patient also reported an unknown message on controller and intermittent beeps. No additional information was provided.